Event description:
It was reported that the patient had an infection at neurostimulator site post-implant. Specifically, the site was "burning, infection, and the area is on fire." There was a "big bubble" at the site which made it difficult to sit. She had visited her oncologist and her pain management physicians to help with her infection but they stated that it was out of their area of expertise. Her current healthcare professional was out of town. She was informed of the options of urgent or emergency room care. She was at a pharmacy in fair condition. Further information was requested.

Manufacturer narrative:
(B) (4).